Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Evaluation observed no issues upon performing flow accuracy tests at 50ml/hr with a volume to be infuse of 50ml, with a volumetric output deviating from the original by 0.18 percent, this deviation falls within the plus or minus five percent margin of specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not pulling medicine down at a low rate, moving very slow during therapy in the medical colon infusion area. The patient was given pre-medications programmed to infuse at 65ml for 10minutes with different flow rates during primary infusion and had taken almost double the time. Pembrolizumab, famotidine, dexamethasone and nivolumab were given and were noted to have taken double the time. The user swapped the pump for another to finish the infusion. It was also noted that the source container was not properly vented and mixed in normal saline (ns) bags. There was no known patient injury or medical intervention associated with this event. No additional information is available.